Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after placement, the catheter was connected to the pca pump and it was found leaking from the female luer of the flat filter. The catheter and the flat filter were replaced by new ones.

Manufacturer narrative:
(B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported there was a leak from the female luer end of the flat filter. The customer returned one opened kit (reference files (B)(4)). The flat filter was removed from the received kit and was visually examined with and without magnification. Visual examination revealed damage at the female luer end, as there appears to be tooling marks. Also, parts of the luer appear to be discolored (reference files (B)(4)) no other anomalies or defects were observed. The customer reported there was a leak from the female luer end of the flat filter. The customer returned one opened kit (reference files (B)(4)). The flat filter was removed from the received kit and was visually examined with and without magnification. Visual examination revealed damage at the female luer end, as there appears to be tooling marks. Also, parts of the luer appear to be discolored (reference files (B)(4).) No other anomalies or defects were observed. The reported complaint of the filter leaking could not be confirmed based on the sample received. Although the female luer end of the returned flat filter appeared to be damaged from tooling marks, no leaks were observed during functional testing. Therefore, no problem found with the returned filter.

Event description:
It was reported that after placement, the catheter was connected to the pca pump and it was found leaking from the female luer of the flat filter. The catheter and the flat filter were replaced by new ones.